Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50 mm in diameter abdominal aortic aneurysm. It was reported that the patient presented emergently with abdominal pain. A CT showed proximal type I endoleak with aneurysm rupture. Currently, the aneurysm is 8 cm in diameter. The patient has chronic renal insufficiency. The patient is already on dialysis. The physician placed a 36mm endurant cuff up to level of superior mesenteric artery. The type I endoleak and rupture resolved after cuff placement and ballooning with a reliant balloon. The physician stated that the cause of the event was due to anatomy, short neck 4-5mm proximal neck. Also, the patient had been directed to follow up more frequently, every 6 months, however the patient refused. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Review of two still angio images during secondary intervention confirmed that the patient had an endurant stent graft system implanted. Per the calibrated catheter, the proximal neck flow lumen diameter measured approximately 27 mm. The images only showed the proximal 9 cm of the devices. Two endurant cuffs were seen implanted within the bifurcate. The endurant cuff was implanted just below the superior mesenteric artery. The renal arteries were not visible due to being covered by the stent grafts. Contrast injection with the injector placed above the suprarenal stent showed patent superior mesenteric artery. No obvious endoleak was seen. No obvious stent graft issues were observed. The sizing information, pre-implant anatomy, and films showed type ia endoleak with rupture was not provided. The exact cause of proximal type I endoleak with rupture could not be assessed from the two images provided. It is possible that patient's short proximal aortic neck could have contributed to the proximal type ia endoleak and rupture.